Manufacturer narrative:
The cause of the reported issue could not be determined. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged can be indicative of a failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged can be indicative of a failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be unavailable, if needed.